Event description:
Total knee arthroplasty was performed on 07/07/98. Approximately 2 months postoperative, pt was seen by physician complaining of instability and hyperextension. Physician elected to revise components on 06/17/98. No failure was observed with explanted devices.